Manufacturer narrative:
Batch review performed on 23 sept 2024: lot 189049: (B)(4) items manufactured and released on 12-febr-2019. Expiration date: 2024-01-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 5 years and 5 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner from a 10mm to 13mm. The surgery was completed successfully.